Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported that the infusion set leaks insulin between the needle and self adhesive. He experienced elevated blood glucose of 360 mg/dl as a result. His normal blood glucose range is 120-140 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.